Event description:
It was reported that during a da vinci-assisted thyroidectomy procedure, the plastic tip of the harmonic ace instrument tip fell off. A nurse stated that the surgeon was dissecting when the fragment fell inside the patient. The fragment was retrieved during the same procedure and it was confirmed with visual confirmation. No additional surgical procedure were required to remove the fragment. No post-operative tests like an x-ray or ultrasound were performed to check for remaining fragments. A back-up harmonic ace instrument was used to complete the procedure robotically. The patient has not returned to the hospital due to experiencing any post-surgical complications.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the harmonic ace instrument for failure analysis evaluation.

Manufacturer narrative:
The harmonic ace instrument was received, and failure analysis found the instrument to have teflon pad damage. The teflon pad was torn at the distal end of the pad. There was no material missing as a result.

Event description:
Refer to h11 for follow-up information.